Event description:
The reporter stated the surgeon used a cc4204a collamer single piece lens. The lens was damaged prior to insertion into the eyes. The lens was not inserted into the eye but there was patient contact. There was no patient injury. Another same model and size lens was implanted. No further information available.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found too small of a piece of lens. Unable to evaluate. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: no conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).